Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the 311 error and manually reprogrammed the system. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation. The probable root cause is attributed to a software coding issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted technical support to report that the system was presenting an error. The technical support engineer (tse) reviewed the error logs and identified error 311 indicating, the system was running golden image. The procedure was aborted with no report of patient involvement or patient injury.